Event description:
It was reported that the user factory reset the ilet pump, completed setup, then required assistance to re-pair the pump with the mobile app; the user later reported experiencing low glucose values with the lowest reported at 20 mg/dl and described behaviors of not announcing, overcorrecting hypoglycemia, and pausing the pump; no device component was identified and the medical device problem remained unspecified. Symptoms included hypoglycemia. Outcomes included no long-term health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings and insufficient information to identify a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.